Event description:
It was reported that following the implant of a transcatheter pulmonary valve, a hematoma or mural thrombus was observed on the right ventricular outflow tract (rvot) side of the main pulmonary artery (mpa), specifically the region not covered by the transcatheter valve frame. Additionally, the pressure gradient was exacerbated and there was a risk of dissection. Subsequently, surgical repair was performed to treat the hematoma/thrombus.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name harmony delivery catheter system; product ID harmony-dcs (lot: 0012614786); product type: 0195-heart valves; implant date n/a; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the dissection was approximately 5 mm in the "thinned-out" anterior rvot. Additionally, vas cular compression was performed due to the hematoma. It was noted that the valve remained implanted in the patient and was functioning properly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter pulmonary valve, a hematoma or mural thrombus was observed on the right ventricular outflow tract (rvot) side of the main pulmonary artery (mpa), specifically the region not covered by the transcatheter valve frame. Additionally, the pressure gradient was exacerbated and there was a risk of dissection. Subsequently, surgical repair was performed to treat the hematoma/thrombus. Additional information was received indicating that the pressure gradient was at 70 mm hg upon withdrawal of the delivery catheter system (dcs). Of note, the mean gradient prior to valve implant was 20 mm hg. The cause of the elevated gradient was believed to be a right ventricular wall injury and a hematoma caused by the introducer sheath or dcs during placement. The damage diameter was approximately 5 mm, which was larger than the non-medtronic guidewire used. Per the physician, the dcs did contribute to the hematoma along with the patient's anatomy. The patient had a bovine pericardial patch from reconstruction surgery placed in the anterior portion of the rvot which was almost uncalcified. Intraoperative findings revealed it was thinning, soft, and easily damaged. Subsequently, the patient underwent surgery for hematoma removal. During surgery, the rvot stenosis was also relieved. A contrast study was performed during placement of the long introducer sheath and 5 fr pig tail catheter. The contrast study revealed a thrombus. Heparin was administered during the procedure with activated clotting time (act) of 250 msec. The patient's act levels were checked every 60-minutes over the course of the 70-minute procedure. The patient's levels remained between 250 to 300 msec throughout the case. At the time the thrombus was observed, the act was 276 msec. The patient has been taking oral anticoagulants; however, no coagulation abno rmalities were noted. In addition to the hematoma and thrombus, a dissection was also observed. The cause of the dissection is believed to be the same as the cause of the hematoma. Per the physician, the non-medtronic guidewire did not contribute to the hematoma or the dissection.

Manufacturer narrative:
Updated data: b2. B5. Added second paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added fourth paragraph. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter pulmonary valve, a hematoma or mural thrombus was observed on the right ventricular outflow tract (rvot) side of the main pulmonary artery (mpa), specifically the region not covered by the transcatheter valve frame. Additionally, the pressure gradient was exacerbated and there was a risk of dissection. Subsequently, surgical repair was performed to treat the hematoma/thrombus. Additional information was received indicating that the pressure gradient was at 70 mm hg upon withdrawal of the delivery catheter system (dcs). Of note, the mean gradient prior to valve implant was 20 mm hg. The cause of the elevated gradient was believed to be a right ventricular wall injury and a hematoma caused by the introducer sheath or dcs during placement. The damage diameter was approximately 5 mm, which was larger than the non-medtronic guidewire used. Per the physician, the dcs did contribute to the hematoma along with the patient's anatomy. The patient had a bovine pericardial patch from reconstruction surgery placed in the anterior portion of the rvot which was almost uncalcified. Intraoperative findings revealed it was thinning, soft, and easily damaged. Subsequently, the patient underwent surgery for hematoma removal. During surgery, the rvot stenosis was also relieved. A contrast study was performed during placement of the long introducer sheath and 5 fr pig tail catheter. The contrast study revealed a thrombus. Heparin was administered during the procedure with activated clotting time (act) of 250 msec. The patient's act levels were checked every 60-minutes over the course of the 70-minute procedure. The patient's levels remained between 250 to 300 msec throughout the case. At the time the thrombus was observed, the act was 276 msec. The patient has been taking oral anticoagulants; however, no coagulation abnormalities were noted. In addition to the hematoma and thrombus, a dissection was also observed. The cause of the dissection is believed to be the same as the cause of the hematoma. Per the physician, the non-medtronic guidewire did not contribute to the hematoma or the dissection. Additional information was received that the dissection was approximately 5 mm in the "thinned-out" anterior rvot. Additionally, vascular compression was performed due to the hematoma. It was noted that the valve remained implanted in the patient and was functioning properly. Additional information was received indicating that is likely the small hematoma first occurred after the placement of the sheath or when the dcs was raised to the mpa. The small hematoma was present before imaging. After the valve placement, worsening of the hematoma was observed when percutaneous transluminal angioplasty was performed for stenosis.